Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button on the 6f exoseal could not be pressed down, and the plug could not release. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU). The procedure used an antegrade approach. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vascular closure device (vcd) was advanced through the sheath, no excess force was applied during insertion, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black, and the exoseal vcd was securely locked with the vascular sheath introducer. The deployment button was fully depressed and flush against the handle while the indicator window was solid black; although excess force was needed to fully depress the button, the button did not stop halfway. The device will be returned for evaluation.

Event description:
As reported, the deployment button on the 6f exoseal could not be pressed down, and the plug could not release. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.